Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the ECG connector was found loose.

Event description:
It was reported there was noise on the EKG. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.